Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulties charging the pump due to ¿moisture issues¿; no details were provided regarding the ¿moisture issues.¿ there was no reported impact to the customer¿s blood glucose level. Reportedly, the customer declined to perform further troubleshooting with tandem technical support.